Event description:
The customer has indicated difficulty in removing the biopatch dressing from PICC line. It has been reported that the product stuck to the transparent dressing and pulled the PICC line out of the pt several inches. The hospital will no longer string the catheter line through the center hole on the pediatric PICC line. They will place the biopatch on top of the insertion site.

Manufacturer narrative:
The involved device is not available for return. An investigation has been initiated based on the reported information.